Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 2015-08-21. Of note, the reportable serious injury (infection) is normally submitted via a alternative summary report (asr) submission that should have been submitted on 2015-10-31. Information was subsequently received on 2015-09-17 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for asr reporting and is therefore being submitted as a 30-day report. This device was included in that field action. Based on the information received and without return of the product, it could not determine this device performed as described in that field action. Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported the patient experienced an infection. The patient's biventricular implantable cardioverter defibrillator (ICD) system was extracted. It was later found the patient passed away four days after the system extraction. Cause of death was decompensated diastolic heart failure.